Event description:
It was reported a balloon ruptured on the first inflation below its rated burst pressure during pre-dilatation prior to stent placement for a renal angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated, and retained by this MFR. The engineering evaluation revealed a pin-hole leak located 3 mm proximal to the distal radiopaque marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Stent placement may be indicated when angioplasty alone will not achieve good results. Therefore, the co believes these factors may have contributed to this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."